Event description:
It was reported that prior to the start of a da vinci-assisted endometriosis resection surgical procedure, user informed the technical support engineer (tse) that an error c-00 occurred on the erbe generator during system power-on self-test. Initially, the user attempted to resolve the issue by power cycling the generator, but the error persisted. The tse tried to review error logs, but the onsite connection was not posting due to internet issues in the theater. Later, user called back and reported that the error c-00 was permanent, and troubleshooting steps guided via video did not resolve the issue. The user had a third-party energy activation cable but only an ft10, which is not validated for use with the da vinci system. Consequently, the user decided to start the case laparoscopically, and the system was marked as down. There was no report of patient involvement or patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.